Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "no disposable" error message. It was reported that the patient switched to back-up pump. No patient injury reported.